Manufacturer narrative:
A ge representative evaluated the system and replaced a capacitor on the system interface board. System operates as intended. (B)(4).

Event description:
The customer reported the system rebooted during a procedure. No patient injury was reported.